Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed primary audible alarm bgnd test. Functional testing was performed and the reported issue was confirmed. The main board was replaced to address this issue.

Event description:
It was reported that system error-background test failure, acu watchdog failure, base task timeout failure and improper shut down alarms all occurred during set-up of the device. There was no patient involvement.